Manufacturer narrative:
The insulin pump was received with a missing display window, cracked case at the display window corners and battery tube threads, and a broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the display screen on the insulin pump popped out of the pump. The patient's blood glucose at the time of incident was 148 mg/dl. Troubleshooting was initiated for the physical damage. The customer stated that the screen had been coming loose and that there was a missing piece on the battery compartment. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.